Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a male pt in his 60's, the device displayed a "check pads" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.